Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date of (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). It was reported that the device will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used during a procedure performed on an unknown date. During the procedure, the snare will not cut even when cautery was generated. It was not reported if the procedure was completed. It was not reported if there were patient complications as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.